Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device delayed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device history logs indicated the device was entered into sync mode and charged, an error message of 'remove sync' occurs during the reported event on two occasions followed by repeated shock button presses. The remove sync message indicates that the device no longer detected a qrs complex in a charged state. Due to the loss of the qrs signal in sync mode, the device did not deliver a shock. The device is design to not deliver a shock while in sync mode until the qrs signal is detected or the device is removed from sync mode. Determination. The investigation is being closed as the device met specification. Analysis of reports of this type has not identified an increase in trend.